Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the balloon had a full radial burst and the distal tip was completely separated. No balloon material was missing. The balloon spring was stretched out and the distal tip wings were flared out. The triple markers were proximal to the crimp indicator marker. Both ends of the triple markers had pebax layer; however, the distal end of the pebax layer was damaged. There appeared to be no pebax layer after the distal triple marker. The crimp marker was butted up against the distal triple marker. No damage was observed on the distal and proximal guidewire lumen and the triple marker bands and crimp marker were noted to be too proximal. Procedural photographs, 3mensio imagery, and video was provided for review. Photographs of the device revealed the balloon burst and separated while the spring was stretched. The 3mensio report indicated patient¿s access vessels appeared tortuous and calcified, and the sinotubuluar junction (stj) and sinus of valsalva (sov) appeared calcified. Case imagery indicated the flex tip was pulled back to triple markers before deployment. The balloon burst was confirmed and after deployment, the valve frame has a slight waist. Dimensional analysis of the single was thickness of the inflation balloon near the observed burst area was performed. All measurements were within specification. The outer diameter of the guidewire lumen was also measured. All measurements were within specification. The distance between the distal end of the guidewire lumen and triple markers and valve crimp indicator marker were measured, the guidewire lumen dimensions were not within specification. The measurements were too proximal on the guidewire lumen. The crimp valve was also proximal to the triple markers. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one similar complaint related to the initial trending category. No other complaints were found for the other reported event categories. Complaint history review from february 2019 to january 2020 for the edwards commander delivery system (all models and sizes) revealed other returned events for the associated root causes and evaluation codes. The review of complaint data found that the complaint rate did not exceed the january 2020 control limit for the associated trend categories. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, during receiving inspection, the guidewire lumen shafts with marker bands undergo visual and dimensional inspection. The entire delivery system (including the crimp balloon, inflation balloon, and nose tip) undergoes multiple visual inspections and testing. The delivery system and components undergo multiple 100% inspections and testing. Additionally, product verification (pv) testing is also performed on a sampling plan basis. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints were confirmed based on visual inspection and imagery review. No manufacturing non-conformance was identified during the device evaluation. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing non-conformance was a contributing factor. Per the complaint notes, the patient had severe calcification of the homograft annulus and leaflets. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The balloon burst would have resulted in an altered balloon profile, which would have created difficulty in withdrawing the delivery system. The altered profile would make the balloon more likely to get caught during attempted re-entry into the sheath distal end. The flared wings are indicative on the distal tip getting caught on the sheath tip. If enough retrieval force and manipulation is applied on the delivery system due to the resistance encountered at the sheath distal end, it is possible that the distal tip would separate, especially in its compromised state. Evaluation of the returned device showed that a potential manufacturing non-conformance contributed to the complaint event. Dimensional inspections of the device revealed that the triple markers and crimp marker were too proximal. As no abnormalities were noted during prep and the triple markers appear to be in the correct position during valve deployment, the excessive force and manipulation during withdrawal of the burst balloon may have caused the triple markers to shift proximally over the crimp indication marker. Patient factors (severe annular calcification, severe stj calcification) likely contributed to the balloon burst. Procedural factors (manipulation of the devices, withdrawal of a burst balloon/excessive force) likely contributed to the nose cone separation and subsequent vascular injury and repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2020-10289.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral valve in a homograft procedure, a 26mm sapien 3 valve was deployed in a stenotic aortic homograft. The commander delivery system was prepared with nominal plus 2ml of volume. It was reported that the extra volume was added due to the size of the annulus and the minimal leaflet calcification. During the valve deployment, the delivery system balloon ruptured at 95% inflation. Difficulties were encountered while attempting to withdraw the balloon back into the esheath. After multiple attempts to withdraw the delivery system into the sheath, the nose cone detached from the delivery system. After the initial esheath was removed, an iliac artery injury was seen. A second sheath was inserted. A pre-shaped safari wire was used to snare and remove the detached nose cone. Self-expanding covered stents were deployed to cover the vascular injury in the common and external iliac artery. Open surgical repair was performed to close the access site. The valve remains implanted in the patient. Severe calcification with minimum bulky calcification of the homograft and mild leaflet calcification were reported. Moderate severe stj calcification was also reported. The access vessel minimum luminal diameter (mld) measured 7mm to 8mm with minimal calcification and moderate tortuosity reported. It was perceived that the calcification at the left coronary sinus contributed to the balloon rupture during valve deployment.